Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered 0.2 units of insulin to themselves during the fill cannula process. Customer reported blood glucose level was not impacted.